Manufacturer narrative:
During an attempt to reach the physician, on 5/6/97, communication with the physician's secretary revealed that the patient was scheduled for surgery that week. Several attempts have been made to obtain additional info on this event; however, co's attempts have been unsuccessful. Since the MFR has been unable to obtain any additional info on this event, the MFR's investigation of this event was limited to a trend analysis which was performed on similar incidents involving this catalog number and has not identify any trends. The MFR's investigation of this event is inconclusive. Based on the info available, no conclusion can be drawn as to the cause of the patient's infection. The facility will be notified of co's review of this incident. No further info is available. The MFR is now closing its file on this event.

Event description:
On 4/10/97, the physician contacted a MFR sales representative and reported that the device was explanted on 4/10/97 due to infection. The pt has reportedly had an infected device since implant in february 1997. It was additionally stated that the infection is serratia marcesceno. The pt received cipro orally and the pt's tumor has had a positive response. The physician explanted the device and attached the hepatic arterial catheter to an arterial port. The physician and the oncologist want to keep the device catheter patent. The pt will receive antibiotics via IV for a few days in the hosp. If the infection is eliminated, they will re-attach the port catheter to another pump.